Event description:
Event description cpi received information that this fineline lead was experiencing poor thresholds and sensing. At lead revision, it was discovered the lead had dislodged. It was successfully repositioned and remains actively implanted.